Event description:
Reporter indicated that device diagnostic testing at visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Previous device diagnostic testing at office visit three months prior was within normal limits, indicating proper device function at that time. The pt had not suffered any trauma or injury that may have damaged the ncp system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected. Both the lead and generator were replaced.